Event description:
Consumer reported that her front tooth broke off while flossing. Dentist repaired the broken tooth, symptoms are abating. This closes out this repot unless additional, significant info is received. (B)(4).